Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19740. It was reported, the patient fell on her side, where the ipg is implanted. Since that time, the patient experiences a sporadic burning pain at the ipg site whether stimulation is on or off. The patient also noted the ipg no longer holds a charge. Diagnostic testing revealed no anomalies. The patient was reprogrammed but the patient's established pain pattern was not being covered completely. The physician scheduled surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.